Manufacturer narrative:
Upon investigation of the actual device used in this incident, the malfunction was caused by database failure. A technical support specialist performed database resync to resolve the issue. The system functioned as intended after the technical support specialist troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system that displayed a network error message on the screen. The customer reported that users were unable to dispense any medication and there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.